Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device was unable to be interrogated. The device was never implanted and was returned for analysis. There was no patient involvement.

Manufacturer narrative:
Correction: product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. It was also noted that the device was returned unopened in an outer/inner sterile pack.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.